Event description:
It was reported by service report that the nurse call was not functional. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Docker cable.